Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the pacing threshold measurements were high and there was intermittent loss of capture. The physician decided to leave the rv lead implanted as the other lead measurements were stable. No adverse patient effects were reported during the implant procedure. The patient was seen one week later and it was noted that the pacing impedance measurements were above 3,000 ohms. A chest x-ray was performed and no anomalies were noted with either the lead conductor or with the pacemaker/lead connection. A revision was performed. The rv lead was disconnected from the pacemaker and connected to the pacing system analyzer (psa); the pacing impedance measurements were in normal range (660 ohms) on the psa. The rv lead was extracted and successfully replaced. No additional adverse patient effects were reported. The pacemaker remains implanted and in service with the replacement rv lead.